Manufacturer narrative:
This case will be invalidated since it is a duplicate of (B)(4) - MFR report number: 9613350-2012-01063. Therefore, zimmer (B)(4) will consider this case as closed. Zimmer's reference number is (B)(4).

Event description:
Follow up information received on september 18, 2015. This case is a duplicate of (B)(4). Therefore, this case will be invalidated. Please rectify your records.

Event description:
It was reported that the patient was implanted a durom us acetabular component 52/46 l on the left side on (B)(6) 2007. Acetabular cup loosening was found on (B)(6) 2015. The patient was revised on (B)(6) 2015, due to loosening, pain and elevated cocr levels. .

Manufacturer narrative:
The manufacturer did not receive devices, xrays, or other source documents for review. Where no lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. (B)(4).